Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture at maximum outputs. Lead testing was performed. It was noted that the lead was not functioning. No actions or interventions had been planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the lead was explanted and replaced. No additional adverse patient effects were reported.